Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown femoral stem. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Event description:
It was reported that patient's post right total hip replacement done (B)(6) 2011 has now presented with a loose stem seen on x-ray. Surgeon requested to revise the stem through the anterior approach. The adm liner and head was carefully removed. The femoral stem was then removed using vise grip pliers. The stem was noted as grossly loose. Surgeon then reamed the canal with flexible reamer the broached with a larger short citation stem. After getting to a size 7 with good femoral stability he proceeded to perform a trial reduction with the adm system. Once satisfied the size 7 stem was implant and a new adm liner and 28 +0mm head were impacted. The hip was then reduced. Surgical site closed.

Manufacturer narrative:
The patient is (B)(6). An event regarding loosening involving a citation stem was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation:a review of the provided information by a clinical consultant could not confirm the event nor determine a root cause. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. More clinical information such as return of device, x-rays and the primary operative report as well as patient history and follow-up notes would be helpful to rule out possible contributory factors.

Event description:
It was reported that patient's post right total hip replacement done (B)(6) 2011 has now presented with a loose stem seen on x-ray. Surgeon requested to revise the stem through the anterior approach. The adm liner and head was carefully removed. The femoral stem was then removed using vise grip pliers. The stem was noted as grossly loose. Surgeon then reamed the canal with flexible reamer the broached with a larger short citation stem. After getting to a size 7 with good femoral stability he proceeded to perform a trial reduction with the adm system. Once satisfied the size 7 stem was implant and a new adm liner and 28 +0mm head were impacted. The hip was then reduced. Surgical site closed.